Event description:
It was reported that the pump issued an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was suspended due to the alarm, and technical support guided them to remove an obstruction from the speaker holes, clean them, and attempt to reconnect the cartridge. Despite these efforts, the issue persisted, and the customer was instructed to load a new cartridge and resume insulin. However, the alarm continued after resuming delivery. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.